Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. The patient reported that on (B)(6) 2024, the patient reported that the infusion set tube that connects to the locking mechanism has been detached and falling out at left side of abdomen near to site connector. The infusion set was in use for 24 hours. No further information available